Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Received a complaint from the user facility on a 3500 detailing, an event where a portion of a drill bit broke off into the patient's body. The issue was discovered during viewing the final c-arm pictures, they attempted to retrieve the fragment but were unsuccessful, the facilities report states that the fragment was irretrievable. Phone conversation with the initial reporter; she states that the procedure was concluded successfully without further incident or harm to the patient. The 3500 states that the device is available for evaluation; reporter says they are retaining the complaint device. The 3500 states adverse event and required intervention ; however, phone conversation did not indicate this to be so; actually a product problem and no intervention. Gave the reporter this complaint file reference.